Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, shell, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05204, 0001825034 - 2018 - 05205, 0001825034 - 2018 - 05206.

Event description:
It was reported that approximately 3 weeks post implantation, the patient had presented with wound necrosis that had failed to respond to conservative treatment. Patient subsequently underwent an irrigation and debridement due to non-healing surgical wound. Attempts have been made, and no further information has been provided.